Event description:
It has been reported to philips that the allura system would not expose. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the ippc would not bootup correctly. Review of the system log file showed that a malfunctioning of frontal ip-pc. The fse replaced the frontal ippc. After replacement of the frontal ippc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.